Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube (p/n 67pfss40) was received without its original packaging inside a ziploc bag. Visual inspection was performed at 12" under normal conditions of illumination in order to look for any damage. During the visual inspection, it was observed that the flange was broken. The most probable root cause is that the damage occurred after the product left the manufacturing facility.

Event description:
Information was received that the flange broke at the hub of a smiths medical (B)(4) flextend tts pediatric straight neck flange tracheostomy tube. A tracheostomy tube change out was required. No patient adverse effects were reported.